Event description:
The balloon of this device failed to inflate at prep. There was no pt involvement. The device is being returned for analysis.

Manufacturer narrative:
Device history record review performed.